Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before re lease. Per the customer, the patient was given calcium gluconate 10% (b braun) in a syringe during the whole procedure by means of an infusion pump on a 3-way tab on the return line. The ac infusion rate was no higher than 0.8 ml/min/ltbv, the inlet flow rate was not higher than 70 ml/min. There were no alarms on fluid balance issues during the procedure. Per the therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed: pallor and sweating begin, with the skin turning cold; the pulse slows strikingly; the blood pressure decreases and nausea. The run data file was analyzed for this event. Review of the log does not show any indications of any issues during the procedure that would have contributed to the hypotension or vomiting reported for this procedure. Signals from the log showed no unusual alarms or abnormal procedure behavior. Given this information, there were no signals in the log that would indicate the machine did not operate as intended and the system was operating within the safety limits programmed in the machine. The device was found to be operating as intended, and within the generally tolerated limits for a majority of patients. There was no system or device malfunction identified that would indicate an issue with the optia system or that the system contributed to the hypotension reported. The optia system appeared to be operating as intended and is safe to use. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that 15 minutes after rinse back of a therapeutic plasma exchange(tpe) procedure on the optia spectra, the patient experienced severe hypotension and vomited. Medical intervention is unknown at this time. Patient identifier, date of birth and outcome are not available at this time. Customer did not provide the lot number of the disposable set. The optia collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Additional information: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
Further follow up from the customer reported that there was no medical intervention for this event beyond observation of the patient through the duration of the symptoms. Due to EU personal data protection laws, the patient's identifier and age are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause could not be determined. Review of the dlog does not show any indications of any issues during the procedure that would have contributed to the hypotension reported for the procedure. Signals from the dlog showed no unusual alarms or abnormal procedure behavior. Given this information, there were no signals in the dlog that would indicate the machine did not operate as intended and the system was operating within the safety limits programmed in the machine. The device was found to be operating as intended, and within the generally tolerated limits for the patient. There was no system or device malfunction identified that would indicate an issue with the optia system or that the system contributed to the hypotension reported. The optia system appeared to be operating as intended and is safe to use.